Event description:
It was reported that during a ptca treatment procedure involving a 90% stenotic lesion, the balloon ruptured on the first inflation at a level of 20 atm's (the device's rbp). No patient injuries or complications were reported.